Manufacturer narrative:
The field service engineer replaced the power management pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The removed power management board was returned to the failure investigation lab (fi). A visual inspection of the power management board revealed no evidence of damage or contamination. The fi technician installed the power management board into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. The returned pm board passed all tests. No alarms occurred during testing.

Manufacturer narrative:
Initial reporter. Reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is switched on it has an emergency alarm which displays the error message: emergency alarm defective. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised when the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. Dispatched for onsite repair. The investigation is ongoing.